Event description:
It was reported thrombus occurred. On (B)(6) 2019 the patient underwent a left atrial appendage (laa) closure procedure. A 33mm watchman laa closure device was implanted. On (B)(6) 2019, the patient was admitted with nausea, vertigo, and has. The patient's blood pressure was 206/139 on arrival. A computed tomography (CT) scan indicated acute cerebellar hemorrhage 2.3 cm with intraventricular extension related to uncontrolled hypertension and anticoagulation. The patient was given reversal agent k centra and cardene for blood pressure. The patient underwent neurological assessment and no surgical intervention was deemed necessary. Eliquis and baby asa were discontinued. The patient was discharged to rehabilitation on (B)(6) 2019. They were not taking oral anticoagulants and aspirin. At their 45 day post transesophageal echocardiogram on (B)(6) 2019, thrombus on the device was suspected. The patient is now on full dose lovenox injections. The patient will resume novel oral anticoagulants upon approval by neurology. The following day it was noted the patient was tolerating well. It was further reported the patient was discharged from rehab on (B)(6) 2019. The patient was instructed to take lovenox 120mg q 12 hours for 2-4 more weeks and transition back to eliquis per neurology/cardiology recommendation. On (B)(6) 2019 the patient presented back to the emergency room with acute stroke symptoms. The patient's family noticed sudden facial droop and dysarthric speech. The patient's blood pressure was 165/88. The patient was not candidate for tissue plasminogen activator (tpa) due to recent cerebellar hemorrhage. National institutes of health stroke scale (nihss) of 2, computed tomography (CT) showed no acute obvious infarct, expected evolution of cerebellar hemorrhage (previous), magnetic resonance imaging (MRI) shows acute/early subacute infarction on the right- new mid cerebral artery (mca) occlusion, old lacunar infarcts, subacute intraparenchymal hemorrhage left cerebellar hemisphere that measure 2.1 cm; still currently taking lovenox. Tee performed (B)(6) 2019 revealed 2 thrombi on the closure device, as noted previously, which appeared to be larger. A catheterization and consultation for surgical removal of the closure device were scheduled. On (B)(6) 2019 the patient underwent coronary artery bypass graft (CABG) surgery and a maze procedure during which the watchman device was removed. The patient recovered well from the surgery with no additional deficits. The initial symptoms were reported to have resolved. The surgeon who removed the device stated that there were "3 pedunculated lesions...rounded, whitish, and fluid filled. They did not have standard appearance of thrombi nor appeared to be infected." The pathology report indicated "sections of the atrial appendage demonstrate cardiac musculature with myocyte hypertrophy. There is marked acute and chronic inflammation with endocardial thickening and fibrotic changes. Fibrin deposition is noted on the endocardial surface. There is no evidence of neoplasm or malignancy. The watchman peduncle is completely submitted and is comprised of acute suppurative inflammation."

Event description:
It was reported thrombus occurred. On (B)(6) 2019 the patient underwent a left atrial appendage (laa) closure procedure. A 33mm watchman laa closure device was implanted. On (B)(6) 2019, the patient was admitted with nausea, vertigo, and has. The patient's blood pressure was 206/139 on arrival. A computed tomography (CT) scan indicated acute cerebellar hemorrhage 2.3 cm with intraventricular extension related to uncontrolled hypertension and anticoagulation. The patient was given reversal agent k centra and cardene for blood pressure. The patient underwent neurological assessment and no surgical intervention was deemed necessary. Eliquis and baby asa were discontinued. The patient was discharged to rehabilitation on (B)(6) 2019. They were not taking oral anticoagulants and aspirin. At their 45 day post transesophageal echocardiogram on (B)(6) 2019, thrombus on the device was suspected. The patient is now on full dose lovenox injections. The patient will resume novel oral anticoagulants upon approval by neurology. The following day it was noted the patient was tolerating well.